Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file was sent in to assess high watts and high power. Log file analysis found no abnormalities. An increase in power and decrease in pi was noted to have started on (B)(6) 2020. His international normalized ratio was 2.0 and lactate dehydrogenase (ldh) was normal. An echo ramp study will be performed. The patient continued to have high power and flows resulting in a concern for pump thrombosis. The data showed the power and flow trending upward with pulsatility index trending downward. The controller does not trigger alarms for high power or high flow. Ldh started trending up on (B)(6) 2020 and there were discussions of a possible pump exchange. The patient had been off anti-coagulation but it was restarted on (B)(6) 2020 during the admission. The log file captured a period of above baseline powers between (B)(6) 2020 and (B)(6) 2020 with powers routinely captured in the 7-9 watt range. Since that time the pump power had been at a more baseline number of 5-6 watt. Patient returned to the operating room for a heartmate ii to heartmate ii pump exchange on (B)(6) 2020.

Manufacturer narrative:
Section h3: additional information: manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number: (B)(6), did not confirm the report of suspected thrombus. Although the evaluation of the submitted system controller log files confirmed transient power and flow elevations, a specific cause for these findings and the report of ldh trending up could not be conclusively determined through this evaluation. The submitted log files captured power typically ranging between 5.3 w and 7.0 w and estimated flow typically ranging between 4.3 and 7.4 lpm; however, transient elevations of power and flow were observed on 07mar2020, 16mar2020, 18mar2020, 19mar2020, 20mar2020, 21mar2020, and 23mar2019, reaching values up to 9.4 w and 11.7 lpm, respectively. Some of these parameter elevations were associated with pi events, but elevations in power and flow were also captured during data logger entries or routine power cable disconnect events. No further power or flow elevations were observed throughout the remainder of the data, which ranged through 27mar2020 at 10:09:44. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the data. It was reported that the patient underwent a pump exchange on (B)(6) 2020. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The distal portion of the driveline was returned in a segment measuring approximately 27¿ and the remainder was not returned. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to the reported events. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU, lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 6 and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power and flow. Pump flow is estimated based on pump power. Section 6 further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.